Event description:
It was reported that the coating on the outside of the driveline was soft and loose so the driveline was wrapped with rescue tape. The patient was concerned when putting the equipment in the shower bag that it was bending too much and causing harm to the driveline. There were no pump stops on interrogation. The log file contained clusters of pulsatility index (pi) events. Patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a soft and loose coating on the outside of the patient's driveline could not be confirmed as no photographs were provided for review. The submitted log file contained data from 21apr2022 through 04may2022. The file captured multiple pulsatility index (pi) events within the file. The pump appeared to be functioning as intended, with pump speed remaining above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18apr2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.